Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The doctor stopped using the smart mask images and continued the planned non-emergency treatment working with the live images only. Per the information, philips technical and application support analyzed the smart mask images, but the error could not be reproduced. A philips service engineer inspected the system onsite and analyzed the log file. Analysis of the log file revealed multiple errors but could not identify the cause of the reported issue. Functional tests were conducted to ensure the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the smart mask image is offset in comparison to the live image. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.